Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had and irritation caused by the lifevest. The patient described the irritation as pmiply, red and oozing. The skin was bleeding in some spots. There was no alleged device malfunction. The patient's dermatologist prescribed a salve with (B)(6). The patient reported the skin had healed.